Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited noisy image. The issue occurred during a therapeutic procedure of laparoscopic surgery. The procedure was completed using the same device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, e1, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for the evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e226 and disconnection in cable unit. Based on the results of the investigation, a definitive root cause could not be identified but it¿s likely that the problem occurred due to the disconnection in cable unit which is the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited noisy image. The issue occurred during a therapeutic procedure of laparoscopic surgery. The procedure was completed using the same device. There was no report of patient harm.